Event description:
It was reported the patient's prior stimulator was changed and moved from a hip/buttocks location to a chest location (refer to manufacturer report # 3004209178-2008-08087 for more details). The date of the surgery was not provided. Later the patient experienced a loss of therapeutic effect and no longer had effective therapy. The patient was seen by the manufacturer representative in 2008. The representative reviewed the telemetry report provided by the patient. The representative did not interrogate the stimulator. Three weeks later, the patient called the representative stating that nothing helped her and the pain was so bad she wanted to kill herself. The representative contacted the patient's physician; the physician stated they would handle the situation. Additional information has been requested from the hcp, but was not available as of the date of this report.